Event description:
It was reported that the patient has expired after an implant duration of approximately 1.1 months. On 05/05/2010 (through follow-up with the health-care provider), a response was received. Unfortunately, the cause of death was not provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also had another device implanted; (B) (4). Through follow-up with the health-care provider (via fax), a copy of the operative report was received. Unfortunately, the cause of death was not provided. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.